Manufacturer narrative:
E1: initial reporter details are unknown g2: the country of the event is japan. G4: please note that this device (c01a-j) is not marketed in the united states; however, it is same as the united states marketed device with catalog#: c01a, 510k#: k041584 and UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that the patient developed cholecystitis, and it was determined that the cement had melted and leaked into the iliopsoas muscle. Patient was hospitalized and the patient has not experienced any health hazards and has not received any treatment. There was no other patient symptom reported. There were no further complications reported regarding the event. Additional information was received that no additional/revision surgery performed. The patient was discharged from hospital after the bkp procedure, and re-hospitalized due to the onset of cholecystitis. Currently, the patient has developed bacteraemia due to cholecystitis and has an infection in the vertebral body. Part of the cement has melted and leaked into the iliopsoas muscle, etc. X-ray images or product images/medical records cannot be provided. Physician's opinion on the onset of cholecystitis: the cause of the cholecystitis is different, and it is believed that it is unrelated to the bkp procedure and cement. Physician's opinion on the dissolution of part of the cement: it might be related to the fact that the patient developed bacteraemia due to cholecystitis, and that an infection has occurred in the cement-filled vertebral body, but the cause is unknown. The kit was included because it was the device used to inject the problematic cement into the patient¿s body. The kit itself did not experience any malfunction.